Manufacturer narrative:
Continuation of d10: product ID: 8780; serial#: (B)(6); implanted: (B)(6) 2015; explanted: (B)(6) 2025; product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative, and it was reported that patient had a csf (cerebral spinal fluid) leak and both the patient, and the physician opted not to revise/replace the pump/catheter, so the entire system was taken out on saturday. The caller stated the patient is on the maximum oral dose of baclofen per the physician and physician asking what more he can do.

Event description:
On 2025-feb-04, information was received from an healthcare professional (hcp) via a manufacturer representative (rep), regarding a patient receiving compounded baclofen (2,000 mcg/ml, 726 mcg/day) via an implantable pump. It was reported the patient had redness, swelling and drainage noted at the lumbar incision site. There were no falls reported. The patient was noted to use an electric wheelchair for mobility. The incision was opened and clear fluid appearing to be cerebrospinal fluid (csf) drained from the incision site. Fluid was sent for presence of csf. The anchor suture and purse string suture were all broken. The purse string and anchor suture were replaced. No leakage was noted after repair. The issue was resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2015: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 14-apr-2017, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 8780; serial#: (B)(6); implanted: (B)(6) 2015; product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.